Manufacturer narrative:
Evaluation of the returned ruby coil pusher assembly and the returned handle confirmed that the pusher assembly was stuck within the handle. If the handle is continuously actuated during an attempt to detach the coil, damage such as the pusher assembly getting stuck may occur. The root cause of the initial detachment issue prior to the pusher assembly becoming stuck within the handle could not be determined. The pusher assembly could not be removed from the handle, and therefore, the handle could not be functionally tested. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of ruby coil detachment failure. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00520. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00520.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil, a ruby coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the ruby coil failed to detach. Next, the physician kept clicking the handle and the ruby coil eventually detached. The physician then removed the handle and was no longer used in the procedure. The procedure was completed using the same microcatheter, and by manually detaching additional ruby coils and pod packing coils. There was no report of an adverse effect to the patient.